Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure to stop bleeding in the stomach. According to the complainant, during the procedure, the nurse attached the bipolar electrosurgical power supply to the product and ran power of it. However, no electrical current ran through the probe to stop the bleeding. The generator and bipolar cable adaptor used in the procedure had been tested prior to the procedure, and were working properly. Another injection gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The reported defect was confirmed. The returned injection gold probe device failed an electrical test. An x-ray performed on the device showed an open circuit; one of the copper wires was detached from the ceramic tip. Dissection of the body connector confirmed the x-ray observation. Based on all gathered information, the root cause is considered a manufacturing issue. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure to stop bleeding in the stomach. According to the complainant, during the procedure, the nurse attached the bipolar electrosurgical power supply to the product and ran power of it. However, no electrical current ran through the probe to stop the bleeding. The generator and bipolar cable adaptor used in the procedure had been tested prior to the procedure, and were working properly. Another injection gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.